Manufacturer narrative:
Additional, changed, and/or corrected data: d.7., g.1.

Event description:
Physician¿s office reported a ¿severe¿ capsular contracture, baker grade iii. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned.

Event description:
Healthcare professional later reported 'implant was ruptured within the hardened capsule.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, brown particles in the shell, a flat crease, and the weight the device within specification. Cloudy color in the gel was observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician¿s office reported a ¿severe¿ capsular contracture, baker grade iii. This record relates to the right side. The device has been explanted.